Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there had been multiple intermittent instances where insulin gauge was inaccurate and static. Customer continued to use the pump for insulin therapy. There was no adverse impact to blood glucose.